Manufacturer narrative:
The user turned off power to the mixer, then turned power back on. This issue was reported as resolved, without recurrence.

Event description:
It was reported that during a case, the video on the monitor was garbled and did not present in the normal three screen configuration. According to the report, there was no injury or other adverse consequence to the patient.